Manufacturer narrative:
The device in question was returned manufacturer on april 8,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "fogged vision". No negative impact in state of health reported.

Manufacturer narrative:
The concerned 27005ba hopkins telescope (serial: (B)(6)) was returned and inspected. During technical inspection the reported issue ("fogged vision") could be confirmed. The inspection revealed a chemically damaged distal solder seam. Furthermore, the shaft is severely bent, resulting in the breakage of one or more rod lenses. Unknown residues are visible on the distal cover glass, which may have been caused by inadequate cleaning. The ocular funnel has an impact mark on the edge. Based on the findings, it is concluded that the damage was caused by the user or during clinical processing. In addition, we would like to call your attention to the following information stated in the reprocessing instructions (hopkins telescope 30°, 4 mm, 30 cm, document: 27005ba_en_v40.2_09-2022_ri_ce). Page 12: "9 visual inspection 1. Check products for the following points: - visible soiling - damage and corrosion - completeness - dryness 2. Subject any products displaying visible soiling to another complete cleaning and disinfection process. 3. Discard damaged and corroded medical devices. 4. Discard incomplete medical devices or replace missing parts. 5. Dry the product by hand if necessary." Page 14: "11.1 functional check if the device does not fulfill one of the points listed below or if damage can be identified, see chapter [?]maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: 1. Check the surface of the product for mechanical integrity and changes. 2. Check the labeling for legibility. 3. Check the product for mechanical integrity. 4. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. 5. Check if the image is transmitted. 6. Check whether light is transmitted and whether the surface of the light input and light output is dirty or damaged." The event is filed under internal karl storz complaint ID: (B)(4).